Event description:
The customer reported that following a diagnostic catheterization procedure in 2003, an attempt was made to deploy a vasoseal elite. During the deployment, the tissue dilator was advanced and the locator was pulled back and then j segment was in the tissue tract. The deployer removed the dilator and advanced the located foward with the j segment still deployed and attempted to relocate the arteriotomoy. The arteriotomy was not located, so the j segment was retracted and the locator was removed. Manual compression was used to achieve hemostasis. The locator was examined following removal and it was noted that the j segment was missing. The patient was sent to special procedures where fluoroscopy was used to locate the j segment. The j segment was located in the subcutaneous tissue and was not removed. No patient complications were reported. The deployer was not certified to deploy vasoseal elite.